Event description:
Codman perforator used with midas rex drill did not automatically stop after passing through cranium. Drill bit went through dura into the brain tissue causing bleeding. Bleeding controlled. Routine postop c-scan was normal.